Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been reviewed by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, indicating a power management issue involving a power manager error message. There were no reports of patient or user harm. After diagnosing the problem, the fse recommended its resolution by replacing the pca (processor control assembly) processor. The issue was successfully resolved through the exchange of the pca processor. Based on the available information and the conducted testing, the cause of the reported problem was determined to be a pca processor. The reported problem has been confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. To resolve the issue, philips replaced the pca processor. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device had a power problem. There was no patient involvement.